Event description:
On (B)(6) 2013, the surgeon performed a right sided si joint arthrodesis on the patient using the ifuse implant system placing three implants. During the surgical implantation of the most cephalad implant, the most superior one, the guide pin was cut by the drill. Approximately three centimeters of the pin was left in the patient. The surgeon chose to use a shorter implant for the superior implant to try and avoid pushing the broken tip of the pin further into the patient. The broken pin tip did advance medially during the broaching procedure for the first implant. The patient had ankle pain immediately following the surgery. The pain may have been related to the advancement of the broken pin tip. A CT scan was performed that showed that the broken pin tip had now breached the s1 neuroforamen. On (B)(6) 2013, the surgeon performed a revision surgery to remove the broken pin tip. The surgeon reopened the original lateral incision and removed the superior implant. The pin tip was removed and the same implant was replaced in a different orientation through the same starting hole in the lateral ilium. The patient¿s pain has improved considerably after removal of the broken pin tip. The patient had no motor or sensory deficits related to the pin advancement into the foramen. Per si-bone vp of medical affairs: ¿medical assessment shows this to be a case of a pin cut by the drill. The cutting of the pin occurred during the drilling phase of the operation. Most likely, the drill was not kept collinear with the pin during the drilling phase. This loss of alignment led to the drill cutting through the pin. This is a rare complication and it is related to surgical technique."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most likely root cause is that the drill cut the pin because it was not kept collinear during the drilling process.